Manufacturer narrative:
Product analysis: the complaint was confirmed in the software log, but overheating was unable to be reproduced. The issue was attributed to the mother board being out-of-specification. A printer speed key failed testing. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
19-aug-2019 it was further reported that the programmer displayed a "serious programmer problem" error message. The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an overheating message, and a gave a prompt to restart. The programmer was then restarted, and there were no issues or overheating visible. The programmer was operating as expected, and remains in use. No patient complications have been reported as a result of this event.